Manufacturer narrative:
The suspect device was evaluated. The reported problem was confirmed and the cause isolated to a faulty switching regulator, causing the spare lamp to ignite intermittently. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source, to olympus for repair due to a report of "the lighting functions went dark." Upon inspection and testing of the returned device by the olympus service department, it was found that the spare lamp was ignited intermittently. This report is submitted for the malfunction of spare lamp was ignited intermittently. As this was found during in-house service, there was no patient involvement. There was no patient injury, associated with the problem, reported to olympus by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been 9 years since the device was manufactured, it is likely that the switching regulator and the main board had wear / deterioration failure. Olympus will continue to monitor field performance of this device.